Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008:the patient was pre-operatively diagnosed with: postlaminectomy syndrome of the lumbar spine with degenerative lumbar disc disease of l4-l5 and l5-s1; discogenic low back pain l4-l5 and l5-s1, status post previous l5-s1 microdiscectomy and underwent the following procedures: anterior lumbar interbody fusion(l4-l5 and l5-s1) with placement of structural interbody cage at l4-l5 and l5-s1 with rhbmp-2/acs and allograft material.